Manufacturer narrative:
Additional information: h6(update codes), h11. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump (lvp) experienced a blank screen during infusion. The patient was receiving norepinephrine when the pump experienced a white screen. To resolve this issue, the power was cycled (restarted) and was able to continue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.